Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was returned and the customer reported failure was confirmed and reproduced. The erbe was placed on an in-house system and run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an erbe generator error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the issue. The fse observed the erbe generator error c-34 and restarting the generator did not resolve the issue. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy non-transthoracic surgical procedure, an erbe generator error c-34 occurred when the customer activated the monopolar coag mode. The customer power cycled the system and erbe generator prior to contacting intuitive surgical, inc. (Isi) technical support, but the issue remained. The isi technical service engineer (tse) guided the customer to change the port but there was no change. The customer used a force triad generator to continue the procedure. The procedure was completing as planned with no reported injury. Isi contacted the isi service representative and obtained the following information: after replacing the generator, the hospital completed the surgery as originally planned.